Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center cannot turn the device on. The issue occurred during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "power of the device does not turn on" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the event occurred during preparation for use in a therapeutic transurethral resection of bladder tumor that was completed with a delay of 3 min with sedation extension of 3 min using a the same device.